Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. During catheter preparation, upon opening the sterile packaging, an excessive amount of white residue was observed on the handle of the farawave catheter. The physician was not comfortable handling or using the catheter due to potential contamination. A second farawave catheter from a different lot was opened, and the same white residue was observed. A third farawave catheter was opened and was clean upon inspection. The third catheter was used to successfully complete the procedure. No patient complications occurred.